Event description:
The customer reported that the rui (remote user interface/joystick) could not be connected to the system. This resulted in a loss of motorized motion. When the motorized movements are completely down, the cranial and caudal movements are not available. There is no report of injury or death associated with this complaint.

Manufacturer narrative:
A ge rep evaluated the system and repaired and reseated the rui plug connector. The system operates as intended.